Event description:
As reported by (B)(6) study during placement of the cypher ((B)(4)/lot unk) stent. It was noted that the stent did not fully cover the lesion. Therefore, another cypher stent was implanted, overlapping. Approximately one month post index procedure, the patient experienced congestive heart failure. The patient is (B)(6) male who was enrolled in (B)(6) study. The patient has a medical history of hyperlipidemia and previous myocardial infarction (mi) in (B)(6) 2006. The target lesion was the 1st obtuse marginal. The vessel was described as calcified and moderately tortuous. The rate of stenosis was 100%. The physician made access in the femoral artery. The lesion was pre-dilated and a cypher select plus ((B)(4)/ lot unk) stent was deployed in the lesion at 12 atmospheres. It was noted that the stent did not fully cover the lesion. Therefore, another cypher ((B)(4)/ lot unk) stent was placed proximal to the previously placed stent, overlapping, at 12 atmospheres. The procedure was successfully completed. The patient was discharged seven days later with aspirin, clopidogrel, statins, ace inhibitors and beta-blockers prescribed. Fifteen days post discharge the patient was diagnosed with congestive heart failure (chf). The severity of the event was moderate. The event was medically treated. The event was evaluated and determined to be unlikely related to the cordis products and unlikely related to the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that post implant a swedish adjustable gastric band, surgical replacement of the reservoir had to be performed and the opening / closing system is currently being tested to determine if it operates properly. There was no adverse patient consequence reported. Four attempts have been made to obtain additional information and get clarification of reported event. If additional details become available, a 3500 a supplemental will be sent.

Manufacturer narrative:
Additional information received states that the first ((B)(4)/ lot unk) stent was deployed in the correct position in the target lesion. There was no difficulty deploying the stent. The second stent was deployed to cover the rest of the untreated lesion. Therefore, the previously reported pmc code of inaccurate placement will be deleted. No further reports will be forthcoming. Please update your files.